Event description:
It was reported that (1) tlc55 and (1) tcr55 were used during a small bowel resection procedure. It was reported by the rep that the surgeon used the stapler to resect small bowel, and the knife only cut partially. The surgeon had to use a second stapler to finish the transection to the smallbowel. The case was completed and there was an extended or time by five minutes.